Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) inner packaging was not sealed and therefore not sterile to use during the implant procedure. The ipg was never used. No patient was involved in this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. No packaging was received with device.

Event description:
It was also noted that the device was "faulty".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.